Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) had no therapeutic benefit since implant. Prior to the call no actions were taken. The pt was upset no one has explained anything to him about the device or the pp(patient programmer). During the call, patient services assisted with troubleshooting over the phone. The therapy was on and the patient reports they were on 2.3 volts. Patient services walked patient through turning stimulation up to 2.6 volts. Patient states now she was feeling stimulation in the bicycle seat region. If additional information is received, the event will be updated. Additional information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient (pt) a loss or change in therapy; the pt stated the device was not working for them and they were going to the bathroom every 0.5-1 hour. The pt stated they can't increase stim anymore because it would bother them if they did. The pt stated they rarely feel by their tailbone it does work. The manufacturer representative (rep) told the pt they could call in for assistance with programming the device. The pt reported their arm goes numb near their shoulder and they get a cramping feeling down their left arm. Additional information has been requested regarding interventions and pt outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.